Manufacturer narrative:
Multiple attempts to gather additional information surrounding the events have been made; however, it is unknown if surgical intervention was required or is planned. There were no reported issues with surgical technique and it is unknown if the patient complied with post-operative warnings, all of which can contribute to post-operative failures. The product was not returned for investigation. Additionally, the part number and lot number were not provided. The x-ray provided does confirm the spacer has prematurely separated from the spine; however, a root cause was unable to be determined due to insufficient information. Possible adverse events: like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis). Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
It was reported to seaspine on (B)(6) 2021 that the seaspine spinous process system failed in five patients in the postoperative period. Please reference the following five reports to capture the 5 patients/events: 3012120772-2021-00093, 3012120772-2021-00094, 3012120772-2021-00095, 3012120772-2021-00096.